Event description:
In 2004 the patient called lfs alleging that their fasttake meter had missing segments. The lat result obtained on the meter was 2004. A result of 172 mg/dl was obtained on the reported meter. The patient contacted a medical professional and received phone advice. The patient was advised to obtain a new meter. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.